Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the air proportional solenoid, and it resolved the issue. The unit was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the 840 ventilator generated an error code and became inoperable. The patient was transferred to another ventilator. There was no reported patient injury.